Event description:
Customer reports having entered the wrong patient name on the analyzer, but the correct account number. Customer called previously concerning the same issue on the same instrument and an MDR was reported for that event (1217157-2012-00062). There was no impact to patient care as a result of this event.

Manufacturer narrative:
Customer was guided through the steps to edit the name and print results on rp500. It was suggested that the customer train the staff on the method of entering the correct demographic and were advised that use of a barcode scanner would avoid the same problem in the future.